Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and less than one colony forming unit (cfu) of unspecified microorganisms were identified. The obtained results are in conformance with the requirements. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning, the customer suctions water from the channels and flushes out the air/watet channel. The customer does not use detergent during pre-cleaning. During manual cleaning, the customer uses detergent enzymex l9 and brushes the operating/suction channel, the suction piston, the port of the operating channel and the distal end/area around the forceps elevator using brushes manufactured by teccare (reference (B)(4)). The scope was not manually disinfected. For automatic endoscope reprocessing, the user facility uses aer etd3 (endothermo disinfector), along with detergent endodet and disinfectant endodis. The customer is stored horizontally. Olympus is the customer¿s maintenance company. The customer did not sterilize the scope. An evaluation was performed on the returned device. There was an air leak at the distal end, a deformed nozzle, the glue on the bending section cover and white ring was worn and the connected tube was wrinkled. The device failed the channel system functional test for the biopsy channel and the charged coupled device (ccd) sensor was aging. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the exis exera duodenovideoscope tested positive for contamination. The issue was found during a routine culture of the scope. All channels were sampled. The sampling occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.